Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was not working properly. The reporter did not provide specification on how it was not working properly. The reporter responded that it was unknown if the pump over delivered medication. It was reported that "the patient has been showing hallucinations for about a week (the nurse believes that the patient's pump does not work well, as they give her "glucose," at night and they come to visit her in the night).